Manufacturer narrative:
This report is being submitted to provide additional information reported by the customer, and investigation findings. The instructions for use (IFU) shipped with the device provides the user with the following instructions related to this event: confirm that the video connector of the videoscope is not damaged. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The device history record (DHR) for the complaint device was evaluated, and it was confirmed that there were no abnormalities in manufacturing. Conclusions: the following can be inferred from the investigation: it is probable that this the malfunction phenomenon occurred due to abnormal communication between the scope and the device when the terminal inside the video-connector socket buckled, and that the buckling was caused when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of the device. It is speculated that it was caused by excessive impact on the device, such as the user accidently hitting the device against a hard object.

Event description:
The date that this issue was observed on is unknown. No patient was injured and no medical intervention was required. The device was visually inspected prior to use. No damaged was observed at the case set up. No resistance was noted when plugging in the camera. The camera console was changed out and this caused an approximate 25 minute delay in the procedure. The second camera head was used to complete the case. The serial number of the camera used to complete the procedure is unknown. The patient was under anesthesia. It is unknown how the device was damaged. There were no alarms, alerts or warning noted.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information provided by the customer: no patient was injured and no medical intervention was required. The device was visually inspected prior to use. No damaged was observed at the case set up. No resistance was noted when plugging in the camera. The camera console was changed out and another camera head was used to complete the case. The serial number of the camera used to complete the procedure is unknown. There was a delay in the procedure. It is unknown how the device was damaged. There were no alarms, alerts or warning noted.

Manufacturer narrative:
This report is being supplemented to provide additional information (UDI and coding) based on the legal manufacturer's investigation.

Manufacturer narrative:
The device referenced in this report has been physically evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: user report confirmed, performed full inspection on unit and unit failed inspection due to bent pin inside socket causing no image issue with otvs7 camera head, socket needs to be replaced. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center for use, the video connectors were found to be broken (bent pin) and could not be connected. There was no patient impact related to this event.